Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that product investigation was completed, inner coil fracture near is-1 terminal end.

Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as it dislodged and it exhibited helix extension issues. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.